Event description:
It was reported that the pump isn't working. System has been acting up - even from the beginning. At first thought it was placement of the wick that was issue, things got gradually worse so ordered kit (B)(6) 2025. They are in depth with cleaning. Diaper completely soaked and urine is hardly suctioning. Wants pump completely replaced asap. Used with flex wicks. No additional information provided. It's unclear if troubleshooting was provided.

Manufacturer narrative:
Bd has determined that this issue was confirmed use related as the user misplaced the purewick flex female external catheter. This is not reportable. Submitting the investigation details as additional information. The initial reporter's zip code: (B)(6). The reported event was confirmed use related as the user misplaced the purewick flex female external catheter. Sample was not available for evaluation. The root cause identified is "patient, healthcare professional or caregiver attention failure, places device without adequate access to labia." The labeling is found to be adequate, and it states, 4. Have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. Note: if skin irritation or breakdown is seen, do not use the product. 5. Spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). DHR review was not required because the investigation was confirmed - use related. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's zip code is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pump isn't working. System has been acting up - even from the beginning. At first, thought it was placement of the wick that was issue, things got gradually worse so ordered kit on (B)(6) 2025. They are in depth with cleaning. Diaper completely soaked and urine is hardly suctioning. Patient wants pump completely replaced asap and used with flex wicks. No additional information provided. It's unclear if troubleshooting was provided.